Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The reported claimed obtaining blood glucose readings of "165 or 168" with the subject meter reading 120. The tests were performed within 30 minutes or less. This complaint is being reported because the reported results do not meet lifescan's accuracy criteria, , and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.